Manufacturer narrative:
The customer reported issue of the autopulse exhibited ua45 (not at "home" position after power-on/restart) error message was confirmed during the archive review however was not confirmed during the initial functional testing. Based on the archive review data, the encoder drive shaft has been rotated to the home position and the ua45 has been cleared upon arrival at zoll (B)(4) for service. There were no device deficiencies found during evaluation/service of the platform which could have caused or contributed to the reported ua 45 error message. Visual inspection was performed and observed no physical damaged upon receipt. Unrelated to the reported complaint, the encoder drive shaft doesn't rotate smoothly exhibiting binding and resistance. Clutch plate deburring was performed to remedy this issue. Archive review showed ua45 (not at "home" position after power-on/restart) occurred on the reported event date. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Functional testing passed and no faults or issue observed. In addition, run in test was performed using the 95% patient test fixture (lrtf) with a good known test batteries until discharged without any fault or error. The autopulse passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, ua45 (not at "home" position after power-on/restart) error message displayed on autopulse platform. According to the customer, they only used the platform twice after it was service from zoll on 08/30/2017. No patient involvement reported on this event.